Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cysto-nephro-videoscope had bulge, 2.5 centimeter from the tip. It was asked but unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, therefore, the malfunction could not be confirmed and a cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.